Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported that there was an error code on the recharger and she was not able to charge due to the code. The patient didn't remember the code, just that ¿it said go to the clinic to reset it¿. The patient reported that she never called the clinic, but now she was hurting so bad, pain lever was more than a 10. The patient was unable to verify the code on the call due to the pain. The patient reported that she hadn't tried using the patient programmer (pp) or recharger since she saw the code. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the error code on the recharger, inability to charge and pain was that it said she tried to enter too many codes. The patient reported that in (B)(6) 2016 she called and met a manufacturer¿s representative (rep) at the pain center because it was hurting her right leg and current was going up into her staddle and that was the last time she was able to charge it. The patient reported that she had to lift a box slightly heavy to top shelf and she thought she freed a pinched nerve. The patient reported that she hadn't been hurting since until (B)(6) 2018 when she reached into bottom of chest freezer and the pain was so bad she went to bed. The patient couldn't put any weight on her right foot. The patient reported that it took her about 2 weeks to get where she could walk. The patient reported that she was pain free right now. No further complications were reported.